Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, not a valid complaint / duplicate complaint as a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inservice with the staff performed by getinge clinical specialist, the cardiosave intra-aortic balloon pump (iabp) lost the pressure waveform for no apparent reason. There was no patient involvement.